Event description:
The customer reported that during a laparoscopic appendectomy procedure using a wolfe bipolar device and cord, the pt's heart rate dropped from 60 to 20. The surgical team stopped activating the devices and the pt's heart rate returned to normal. The surgical team again activated the devices and the pt's heart rate dropped again. The surgical team inserted the devices into a conmed generator and finished the procedure. The pt is reported as doing fine.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.